Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition for less than 2 seconds of asystole. The noise was suspected to be consistent with electromagnetic interference (emi). An invasive procedure was performed. The device, rv and right atrial (ra) lead were explanted and upgraded to a magnetic resonance imaging (MRI) compatible system. No additional adverse patient effects were reported.